Event description:
Per literature review, it was reported that: silvetti, massimo stefano, et al. (2022). "ICD outcome in pediatric cardiomyopathies". J. Cardiovasc. Dev. Dis. 2022, 9, 33. Https://doi.org/10.3390/jcdd9020033. It was reported that via a single center and retrospective study of pediatric patients with cardiomyopothies. In this study, there were instances of dislodgement reported with subcutaneous implantable cardioverter defibrillator (s-ICD) electrode. In each of these instances surgical intervention was completed to reposition. In three instances, the electrode was noted to have exhibited erosion with successful reposition in two cases. In the third case, the electrode was explanted and replaced. No additional adverse patient effects were reported.